Event description:
It was reported that the pt had a fall in (B) (6)/(B) (6) 2009. Two weeks following the fall, the pt experienced a burning sensation in the pocket and catheter site, the rectum felt hot, double vision, trouble walking, and a funny taste in the mouth. The pt was unsure if the fall was related to the symptoms. The hcp checked the catheter and indicated there was no issue. The pt stated that she never had therapeutic effect. The hcp had been decreasing the dose of medication which had caused the pt to "get sicker". It was also reported that the pt was "tight" with severe muscle spasms and severe pain. "I have lost my muscle in my right calf". "My foot has started to turn down more". The pt's spasticity had increased with the lowering of medication. The event was noted following a refill session. The next low reservoir alarm/refill date was over 3 weeks away. The pt was considering locating a new hcp due to concerns over therapy management. The pt was looking for a new hcp to prescribe baclofen. The pt had been seen previously by a different hcp and was overdosed on baclofen with burning all over her body. No timeline of this event was reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4) - funny taste in the mouth.